Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02324. This report is being submitted as additional information. Approximate age of device - 1 month, 6 days. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The patient remains ongoing on the device and no further issues have been reported. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized with concern for thrombus. The patient had supra-therapeutic inr of 8.8. At time of presentation, the patient¿s lactate dehydrogenase (ldh) was 439 u/l, with prior levels being in the 200s u/l. The ldh increased to 528 u/l on the morning of (B)(6) 2017. The patient had some lower extremity edema, but no real congestive heart failure symptoms or dark colored urine. The patient¿s probnp was 1200 pg/ml, liver function tests were normal, plasma hemoglobin was not elevated and hemoglobin and hematocrit were normal to high. During the patient¿s hospital stay, a ramp echocardiogram revealed a mobile mass; however, a computed tomography angiography (cta) of the chest/abdomen/pelvis performed on (B)(6) 2017 did not show any evidence of thrombus. The vad coordinator stated that echocardiogram possibly showed a similar mass that was thought to be papillary muscle or trabeculae. The patient received vitamin k for supra-therapeutic and was started on a heparin infusion. Log file analysis completed by the manufacturer¿s technical services representative on 18sep2017 revealed some fluctuations in power and flow estimation; however, the trend was not suspect of pump thrombus. On 06oct2017, additional log file review due to elevated lvad parameters showed trajectories consistent with device thrombosis. No additional information was provided.